Manufacturer narrative:
Customer states one incident happened today on the inpatient floor, item jp-2188, lot numbers p1849762 and p1836201. A clinician was removing the drain from the patient when part of the drain broke off inside the patient. The customer has part of the defective product (part that broke off in patient) in a specimen collection container. We are looking into finding the best way for cardinal health to receive the product for review. The customer states this drain was in the patient since (B)(6) 2019. The drain was sewed to the patient's skin to hole it in place. The patient was brought to the or for laparoscopic removal of retained piece of drain. We checked the tensile test results of the two production lots p1836201 and p1849762 which are related to this event. The min. Received tear strength result was 43n, while the min. Required by the iso standard en1617, section 4.3.1. "Force at break - connections, is 15n. Conclusion: the tear strength result is in spec. In addition, we tested one retain sample from each of the involved lots for tear strength in connection area. The results were as follow: lot p1849762 - 61.38n, lot p1836201 - 67.70n. Both results show the tear strength in the connection area is high, much higher than the 15n min. Required by the standard. Update of 06/30/2019: the breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. On 06/28/2019 we initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used.

Event description:
Customer states one incident happened today on the inpatient floor. A clinician was removing the drain from the patient when part of the drain broke off inside the patient. The customer has part of the defective product (part that broke off in patient) in a specimen collection container. We are looking into finding the best way for cardinal health to receive the product for review. The customer states this drain was in the patient since (B)(6) 2019. The drain was sewed to the patient's skin to hole it in place. The patient was brought to the or for laparoscopic removal of retained piece of drain.